Event description:
Pt with history or cardiomyopathy awaiting heart transplant had an implantable heart pump placed on (B)(6) 2009. Pt had been home since (B)(6) 2009, without events or indications of any problems with the heart pump. On the evening of (B)(6) 2010, the pt experienced a sudden stop of the heart pump. He was immediately transported to the implanting center and taken to the operating room. The pt was opened surgically and it was found the power lead to the pump was broken.